Event description:
The following publication was reviewed: title: medium-term outcomes of treatment with a viabahn vbx covered stent for aortoiliac occlusive lesions in patients with peripheral artery disease. Source: annals of vascular surgery, pp.s0890-5096. Background endovascular treatment (evt) for aortoiliac (ai) occlusive lesions is now conducted worldwide, but there are challenges in evt for complex ai lesions. The viabahn vbx (w.l. Gore & associates, flagstaff, az) is a next-generation balloon-expandable covered stent designed for use with complex ai lesions. The purpose of this study is to evaluate the medium-term outcomes of viabahn vbx for such lesions. Methods symptomatic patients who underwent evt with viabahn vbx for an ai lesion from 2018 to 2020 at 7 japanese centers were reviewed retrospectively. The primary endpoints were primary patency and freedom from target lesion revascularization (tlr). Results a total of 95 evt procedures with viabahn vbx for ai occlusive lesions were performed in 71 patients. The patients had high rates of dyslipidemia (53%) and chronic kidney disease (61%), and 22% had chronic limb-threatening ischemia. The tasc class was a in 12 patients (17%), b in 12 (17%), c in 10 (14%), and d in 37 (52%). Severe calcification (360 degrees) of the treated lesion was present in 31 patients (33%). The median procedure time was 84 (49-158) min, with a technical success rate of 100%. The median follow-up period was 36 (32-43) months. The 3-year primary and secondary patency of viabahn vbx were 91% and 99%, the 3-year freedom from tlr was 92%, and the 3-year freedom from male was 98%. No limbs required major amputation. Lesion severity (tasc c or d) and severe calcification did not affect the primary patency or freedom from tlr. Postprocedural death within 30 days occurred in 2 patients due to pneumonia (n=1) and sepsis (n=1). Two patients had cerebral infarction within 30 days . No other major adverse events occurred. Access site complications with bleeding occurred in 3 cases, of which 2 required surgical treatment and one was cured with conservative treatment. The median follow-up period was 36 (32-43) months. The primary and secondary patency of viabahn vbx were 95% and 99% at 1 year, and 91% and 99% at 3 years, respectively. During the follow-up period, 6 limbs (6%) required tlr (4 limbs, evt for edge stenosis; 2 limbs, thrombectomy) and the 3-year freedom from tlr was 92%. Male occurred in 2 limbs (those requiring thrombectomy) and the 3-year freedom from male was 98%. No limbs required major amputation. During the follow-up period, 8 patients died , and the 3-year survival rate was 91%. Conclusions medium-term outcomes after evt with viabahn vbx for ai lesions were acceptable regardless of lesion severity and calcification. These results suggest that viabahn vbx may be suitable for ai occlusive lesions with severe anatomical complexity and/or severe calcification. Additional information: on april 19, 2024, the following information as for the cerebral infarct and death was provided by the author. According to the author, viabahn vbx device is not a direct cause of cerebral infarction. They think that viabahn vbx device did not contribute to these patient outcomes. In all cases, they have identified the cause of death. In all cases, vbx device is not related to cause of death. They think that vbx device did not contribute to these patient outcomes.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical devices not available for return. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: entry site bleeding and / or hematoma, trauma to the vessel wall (including rupture or dissection). Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: vessel wall trauma and / or rupture. Literature title: medium-term outcomes of treatment with a viabahn vbx covered stent for aortoiliac occlusive lesions in patients with peripheral artery disease. Source: annals of vascular surgery, pp.s0890-5096. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal stand point. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.